Manufacturer narrative:
During the on-site visit with the physician to review our detailed evaluation of the case data, it was additionally learned that emergency medical personnel performed cardiopulmonary resusitation (CPR) for over one hour, which also included the use of a mechanical chest compression device. The physician commented the external compression unit does provide a very strong mechanical force on the chest. Additionally, a printout of a previously overwritten episode, listed as "non sustained event onset", was reviewed. The episode was documenting a sequence of pacing, pvc, and onset of fine vf, leading to undersensing and the pacemaker consequently applying ventricular pacing, as per normal reaction.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. A visual inspection of the header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of device memory noted there were no stored episodes during the specified time period. This device has been archived as meeting specifications.

Manufacturer narrative:
Following completion of this investigation this event will be further updated.

Event description:
Boston scientific received information that the patient with this device exhibited ventricular fibrillation (vf), thought to have resulted from over pacing, due to system undersensing. The patient passed away following the vf episode. The device has been explanted and returned for a data and functional analysis.

Manufacturer narrative:
An internal data review confirmed no electrograms were available on the reported date of death; however, the arrhythmia logbook recorded at least 6 nonsustained vt episodes on that date. Furthermore, five additional episodes occurred between the date of death and two days prior. Due to data storage limitations, these episodes had been overwritten. The episodes recorded two days prior to the date of death were reviewed in detail. They appeared consistent with oversensing and pacing inhibition. Additionally, other mechanical artifacts were present within some episodes. This type of artifact is likely related to lead tip-tissue interface or a mechanical connection issue. Impedance measurements appeared stable and within range, until two days prior to the date of death, at which time the device history daily measurements demonstrated a significant increase in rv lead impedances. This sudden rise would suggest a tip interface or connection anomaly specifically, as the rv lead had been a recently implanted product. The device's terminal pin entry ports were each measured and found to be within specification. As previously reported, analysis of the returned device and lead indicated, that each product passed all returned product testing (functional, mechanical, and electrical testing). Based on the available information, boston scientific remains unable to determine a definitive root cause for the clinically reported vf that resulted in this patient death.

Event description:
Additional internal device data and returned product laboratory analysis, was requested and completed.